Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that both cylinders had a hole in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder and cylinder krt was worn to the filament. Cylinder one had wear at fold in the proximal end, middle, and distal end of the cylinder. Second cylinder had a hole in the outer tube from sharp instrument damage in the proximal end of the cylinder. Both cylinders passed the leak test. The pump was microscopically inspected, leak tested and functionally tested. The microscope test revealed that the pump krt was worn to the filament. The pump passed functional and leak test. The reservoir was microscopically inspected, and leak tested. No anomalies were found with reservoir and the reservoir passed the leak test. The both 2cm rear tip extenders (rtes) snapcone passed visually inspection, and no anomalies were found. Based on the information available and analysis results, the holes identified in the cylinders could have caused or contributed to the reported clinical observation of ipp was not working. Product analysis was able to confirm the reported allegation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. The ipp was explanted and replaced with a non-boston scientific device. No patient complications reported.